Event description:
It was reported that this device was discovered to be operating in safety mode prior to a gen change. Technical services (ts) confirmed that the device was operating in safety mode, and further noted the patient was not dependent. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.